Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported issue. The device passed all testing and met all vyaire manufacture specifications.

Event description:
It was reported to vyaire that the vela ventilator started auto-cycling while on a patient. The customer confirmed that there was no patient harm or injury associated with the reported issue.